Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. Customer¿s blood glucose level was 700 mg/dl at the time of incident. Customer's other blood glucose level was between 230 mg/dl to 300 mg/dl, 633 mg/dl and 559 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level as well as low blood glucose level episodes. Customer was treated with insulin shot and juice. Customer did not packaging or box for sets. Troubleshooting was declined for high blood glucose level. The device will not be returned for analysis.